Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported during troubleshooting a liberty select alarm of observing fluid leaking inside the cycler cassette door. The patient was advised to discontinue use of the cycler and to contact the clinic nurse. Additional information was solicited and received. The patient did not experience any complications as a result of the alleged event. The patient was prescribed prophylactic antibiotics and treatment was completed with continuous ambulatory peritoneal dialysis. The liberty select was replaced.

Manufacturer narrative:
The reported symptom code (out of box) was confirmed due to zero completed treatments found in the patient¿s treatment history. The reported symptom code (fluid leaking) was not confirmed. The reported symptom code (m31 air detected in cassette warning) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. During the simulated treatment a heater bag not detected warning was encountered. The failure was due to the fluid found in the filter (hp1, 2, and 3). The affected filters were replaced with clean ones and testing was continued. The simulated treatment was performed and completed without any failures or problems. The programmed displayed fill values were within tolerance. There were visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. Mushroom head check passed. Glucose test failed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."